Manufacturer narrative:
A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning, the helix could be extended and retracted and the measured full helix extension length was within specification. Visual examination noted damage consistent with that occurring at the time of the explant procedure and x-ray inspection noted an over-torqued inner coil. Electrical testing revealed no indication of conductor fractures or internal shorts. The results of the investigation concluded the cause of the over-torqued inner coil is consistent with procedural damage.

Event description:
During follow-up, loss of capture and an increase in sensing due to right ventricular lead dislodgment were noted. The lead was explanted and replaced and the patient was in stable condition.